Event description:
It was reported that during the interrogation prior to the implant procedure, this device displayed a message that tachycardia therapy was off. This was abnormal and the physician exchanged the device to resolve the event. No patient involvement was reported. The device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A review of the stored device memory indicated that this device was programmed out of storage mode in june 2021, two years prior to the reported event. Therefore, the unintended use error code was selected based on analysis evidence the device was taken out of storage with a programmer years prior to the reported event.

Event description:
It was reported that during the interrogation prior to the implant procedure, this device displayed a message that tachycardia therapy was off. This was abnormal and the physician exchanged the device to resolve the event. No patient involvement was reported. The device was received for analysis.